Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the connecting part of the manifold valve was fractured, which caused inaccuracy of the airflow.the subject device had been returned to osh for repair of damaged interior pad.there was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at (B)(4). (B)(4) checked the subject device and found the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc concluded that the reported phenomenon was attributed to the failure of the manifold valve. However the exact cause of the failure of the manifold valve could not be conclusively determined. If additional information is received, this report will be supplemented.